Event description:
Device was implanted in 1999. In 2003 patient experienced pain and discomfort and hip began making crunching and grinding noises. The next day x-ray revealed that head had fractured and liner was damaged. Patient was admitted for revision of head and liner.